Event description:
Catheter has separated from suction control valve section of neo link plus within 12 hrs of use. Catheter was left inside endotracheal tube approx 10-20 seconds longer than normal, when separation was noted by caretaker and catheter removed. Reported to have some brief hypoxia which returned to baseline, but no bradycardia during and after this suctioning procedure. Over the next several hrs pt, who had pre-existing severe pulmonary hypertension, required increased ventilatory support. Clinician reports that subsequently, over a period of days, pt clinically improved markedly and no longer needed any ventilatory support.